Event description:
Device 1 of 2. Reference MFR report: 1627487-2010-03216. The pt received her scs sys consisting of an ipg and two leads on (B)(6) 2004. It was reported that all lead contacts were measuring invalid, and the pt was receiving ineffective stimulation. The leads were explanted and replaced on (B)(6) 2010, and the products were returned to the MFR for eval on 10/21/2010. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was severely kinked with all wires broken at approx 15.5 cm from the stimulation end. The lead failed continuity testing with the ipg. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The complaint of ineffective stimulation was confirmed by product analysis. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers the pt's physician regarding medical history.